Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge remained static, despite being plugged into a power source and displaying the icon that the battery was successfully charging. The customer's blood glucose level was in the 100 mg/dl range. Reportedly, the customer replaced the usb cable and wall adapter and continued to charge the pump. Upon follow up, the customer confirmed that the battery gauge had corrected and showed that the pump had charged completely.